Manufacturer narrative:
Review of our database indicates this is the first pir against the lot number supplied.

Event description:
After drawing blood from a subclavian catheter, there was difficulty in removing the luer adapter from the catheter. It would not come out and eventually broke in the catheter. This required the re-insertion of a new subclavian catheter.